Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for misfire as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The product code for the fluency plus endovascular stent graft product is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl14120 vascular stent graft allegedly misfired. This information was received from one source. One patient was involved with no consequences to the patient. The one (B)(6) year old male patient¿s weight was not provided.